Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein one lead was replaced. The physician did not suspect any device malfunction. The physician wanted a new lead with no bends in it. The patient was reportedly doing well postoperatively. The explanted lead (sc-2218-50 sn: (B)(4)) was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient continued to be in constant pain due to his device. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 17923980, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient continued to be in constant pain due to his device. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the pain was not caused by the device.

Event description:
A report was received that the patient continued to be in constant pain due to his device. It was also reported that the device gave the patient a shocking sensation in his rib cage/abdomen that caused him to fall and lose therapy. The painful sensitivity in ribs had been improved. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that during the revision procedure one lead was replaced. The physician did not suspect any device malfunction. The patient was reportedly doing well postoperatively. The explanted lead (sc-2218-50 sn: (B)(4)) was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient continued to be in constant pain due to his device. It was also reported that the device gave the patient a shocking sensation in his rib cage/abdomen that caused him to fall and lose therapy. The painful sensitivity in ribs had been improved. The patient will undergo a revision procedure.